Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately 3 weeks following cataract extraction with intraocular lens (iol) implant procedure, the patient returned with blurred vision and floaters. Examination revealed significant inflammation in the anterior chamber. After treatment of increased topical steroid for 1 week with no improvement, the patient was referred to retina specialist. No culture was performed, but a diagnosis of endophthalmitis was made. The treatment was intravitreous injection of antibiotic with continuation of topical steroid. The patient is now improving.